Event description:
It was reported that on (B)(6) 2022, during audit it was observed that the handle battery powered driver no speeds work. There were no patient consequences. This report is for a hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procodes: gxl, hwe. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part # 05.000.008. Synthes lot # 008125. Supplier lot # 008125. Release to warehouse date # 10 mar 2022. Supplier # triangle manufacturing. No ncrs were generated during production. Service & repair evaluation: the customer reported that the device 05.000.008, hand piece for battery powered driver does not work in medium and fast speed. The repair technician reported that the device runs intermittently in fast forward, forward, reverse conditions, wires were discolored, brown residue on the barriers and the motor, bad membrane switch and flex circuit. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, shrink tubing, motor/gearhead, cam screw, membrane switch/flex circuit, hand piece for battery and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on 16-feb-2023 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.